Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-04108. It was reported that the scs ipg was unable to hold charge and patient had to charge the ipg for more than 10 hours approximately. As a result,surgical intervention may be undertaken at a later date to address the issue. Patient has two rechargable ipgs. It is unknown which rechargable ipg is liable and as therefore both the devices are made reportable.